Manufacturer narrative:
The hill-rom technician found a loose bolt on the siderail. He tightened the bolt to resolve the issue.

Event description:
Information received indicated that the left upper siderail would not latch.